Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) display was dropped. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the customer did not properly secure the display to pop-up mount during transport. As a result, the display fell off and was damaged. The fse replaced the upper display bezel (0380-00-0559), the right display hinge (0105-00-0138-02), the left display hinge (0105-00-0138-01), and the lcd upper bracket frame (0406-00-0894). The fse performed functional, electrical, and safety tests according to factory specifications. The iabp was returned to the customer.

Event description:
It was reported that while en route to helicopter before patient was picked up, the cardiosave intra-aortic balloon pump (iabp) display was dropped. There was no patient involved.